Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A visual inspection of the returned device found that it is not in its original packaging. The suture loops are both separated between the hub and shaft. There is debris on the device. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.

Manufacturer narrative:
H6: medical device problem code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management found that the anticipated risk level is no longer adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Additional information on b4 - acl knee arthroscopy.

Event description:
It was reported that, during acl knee arthroscopy, when opening a set meniscus mender ii disposable kit, it was found that two of the handles of the needles were loose. The specialist tried to fix them but it was not possible since the upper metal grips were loose from the needles. The procedure was completed with non-significant delay using a competitor device. No patient complications were reported.

Event description:
It was reported that, during surgery, when opening a set meniscus mender ii disposable kit, it was found that two of the handles of the needles were loose. The specialist tried to fix them but it was not possible since the upper metal grips were loose from the needles. The procedure was completed with non-significant delay using a competitor device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).